Event description:
Surgeon was unable to reprogram the valve. The valve remains in the pt who appears to be fine neurologically at this time. Note: this is a custom device valve which is based upon codman catalog number 82-3111.